Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in micro-centrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Patient code:(B)(4)- secondary surgical intervention, lens explanted and exchanged for shorter lens patient code: (B)(4)- secondary surgical intervention, anterior synechia/dissection of adhesion (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -04.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2018 due to excessive vaulting and anterior synechia. The reporter indicated dissection of the adhesion was performed. The lens was exchanged for a shorter lens and the problem was resolved.